Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 59-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and history of renal insufficiency. During support, a stable hematoma was observed at the right axillary access site. The hematoma was managed with manual pressure, and no blood products were administered. The care team was aware of the finding and elected to continue monitoring. No remedial action was required, and the patient remained on impella support with device performance documented as expected. The reported event is hematoma, which resolved with standard access-site management. Access-site hematoma is a known risk associated with large-bore arterial access and anticoagulation requirements described in the instructions for use (IFU). It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
The investigation was completed. Investigation summary: asae / hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: added explant date based on new information from the customer. Additional information the product is not available to return, no return kit needed. Hematoma was cared for at the time, hemostasis achieved with no further complications.